Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient had passed away. It is unknown if the death is related to the abbott device. The device was explanted at the request of local authorities. Additional information was requested but was unable to be provided.

Manufacturer narrative:
Further information was requested but not received.